Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that procedure was to treat the right superficial femoral artery. A 45 cm non-abbott sheath was used instead of a 55 cm sheath. Due to using the incorrect size sheath, during the attempt to deploy the 6 x 150 mm supera stent the sheath was prolapsing into the aorta causing the stent to elongate into the common femoral. The elongated stent is successfully deployed; however, due to the sheath issue, during retraction, the tip of the supera delivery system separated in the anatomy. The tip was able to be retrieved successfully using a retrieval catheter. The final result was good. No adverse patient effects or clinically significant delay were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual testing was performed on the returned device. Only the detached tip was returned, confirming the reported separation. The reported stretching and difficulty to deploy with the introducer sheath could not be tested due to the components not being returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure.